Event description:
The hospital reported that three minutes into bypass the oxygenator would not oxygenate. The system was checked to make sure that the circuit was connected properly. The unit was then changed out without any pt compromise.